Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right-side rupture. Device remains implanted.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as surgical impact opening and missing piece of shell assessed as inconclusive. Additional observations: observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted.